Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the left anterior descending (lad) artery. A balloon catheter was advanced to the lesion and an attempt was made to inflate the balloon; however, the indeflator could only be pressurized to 6 atmospheres (atm) and would not inflate any further after that. There was no adverse patient effect or a clinically significant delay in the procedure. Another indeflator was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.